Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose on (B)(6) 2021. The blood glucose level was 400 mg/dl at the time of incident. The symptoms of high blood glucose were none. The blood glucose at the time of call was 420 mg/dl. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleged insulin pump was under delivering because they did not receive enough insulin. Customer was using auto mode at the time of incident. The displacement test was performed and it passed. The insulin pump will not be returned for analysis.